Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part was found still in tubing see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm needle complaint due to customer return sensor no needle.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 192 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor.